Manufacturer narrative:
Other, other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.

Manufacturer narrative:
Device evaluation: no product was returned for investigation. Device evaluation including root cause analysis is in progress. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that after cleaning trach, cuff presented a yellow green discoloration. Patient has not been sick, no med changes were reported, same cleaning was done in nicu. No patient injury was reported. Additional information received on (B)(6) 2022 via email and attached to complaint object: the issue happened after use, after cleaning of the trach.